Manufacturer narrative:
Patient weight not available from the site. Patient sex not available from the site. A site representative reported that, while preparing for a spinal fusion procedure, they were unable to power on the imaging system. They had tried multiple different power outlets. The battery levels on the system were not active and when the mobile view station (mvs) power switch was toggled there were no lights for the line power or system on. They aborted imaging and used a different imaging system instead. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation was performed, the field systems engineer discovered that the wall receptacle was without power. Issue was resolved by resetting the breaker. No parts needed to be returned or replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while preparing for a spinal fusion procedure, they were unable to power on the imaging system. They had tried multiple different power outlets. The battery levels on the system were not active and when the mobile view station (mvs) power switch was toggled there were no lights for the line power or system on. They aborted imaging and used a different imaging system instead. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.